Event description:
It was reported patient's ipg became inoperable. Surgical intervention took place to replace the ipg, thus restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.